Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: removal of a third generation left atrial appendage occlusion device from the pararenal aorta using a novel endovascular technique.

Event description:
The article, "removal of a third-generation left atrial appendage occlusion device from the pararenal aorta using a novel endovascular technique", was reviewed. The article presented a case study of a 74-year-old male patient with a history of hypertension, coronary artery disease, and chronic atrial fibrillation. It was reported that on an unknown date, a 27mm amplatzer amulet was implanted for left atrial appendage closure. It was reported two months post-procedure, a computed tomography angiogram (cta) reported the amplatzer amulet had embolized to the pararenal aorta. The patient remained asymptomatic. A decision was made to explant the embolized device. A benson guidewire was snared, creating a loop, and attempted to position the guidewire around the embolized device waist to collapse into the 22f gore medical dryseal flex sheath. The attempt was unsuccessful and resulted in moving the device into the infrarenal aorta. A decision was made to use a laparoscopic biopsy grasper and the device was slowly retracted through the 22f sheath and successfully removed from patient anatomy. Repeat aortography demonstrated a normal abdominal aorta. Five hours post-intervention, the patient developed severe abdominal pain. Cta reported subcapsular hematoma involving the superolateral aspect of the right kidney. A right renal arteriogram demonstrated no active extravasation of contrast. The patient was managed conservatively and discharged on post-operative day 5. [The primary author was chase green, university of north texas health science center, texas college of osteopathic medicine, fort worth, texas. The corresponding author was timothy oskin, texas christian university burnett school of medicine, fort worth, texas, with corresponding email: timothyoskin@texashealth.org]

Manufacturer narrative:
As reported in a research article, removal of a third-generation left atrial appendage occlusion device from the pararenal aorta using a novel endovascular technique. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Reported hematoma and pain can be part of a cascade of complications initiated by device migration. The reported intervention was under case specific circumstance as valve was explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: removal of a third-generation left atrial appendage occlusion device from the pararenal aorta using a novel endovascular technique